Manufacturer narrative:
The insulin pump passed functional tests. No unexpected motor error alarms noted. The prime test could not be completed due to faulty force sensor relay. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, during a bolus delivery attempt. After clearing the alarm, rewinding the insulin pump and priming again, the motor error alarm occurred again during bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).